Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 554, 81, and 600 mg/dl when all tests were performed on the compact plus system. Rptr stated he felt nauseous at the time of the testing and though he might be having hyperglycemic symptoms. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.